Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted that angiograms revealed significant lesion(s) at the bifurcation of the left anterior descending (lad) and proximal diagonal branch arteries. A guide wire is then visible in the diagonal branch; however, there is now no flow through the lad and compromised flow through the diagonal. A balloon catheter is positioned in the proximal diagonal and inflated. A second guide wire is positioned in the lad and a balloon inflation occurs in the lad just proximal to the diagonal bifurcation and then in the lad leg of the bifurcation. Stents are positioned and deployed in the proximal diagonal and lad. Post-dilatations are performed using both single and kissing balloon techniques. The reviewer concluded that unfortunately, there are no images that show any catheters or catheter markers in the anatomy prior to compromise of the lad perfusion. Neither are there images of air embolism. Thus, the cine cannot confirm that the balloon in question was associated with the lad perfusion issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure of the proximal diagonal artery lesion, the voyager balloon was inflated to 4 atmosphere for 5 seconds; immediately it was noted that no contrast filled the balloon and the patient experienced hemodynamic decompensation. The voyager was removed from the anatomy; however, on angiogram there was no perfusion to the left anterior descending (lad) artery and the diagonal artery. Heart rate 19 bpm, ao pressure 53/12 (from 178/94). Resuscitation of the patient was initiated including intubation, cardiopulmonary resuscitation (CPR), and two defibrillations. It was noted that air emboli was present in the lad on angio. Post resuscitation the procedure was continued with treatment of 2 vessel percutaneous coronary intervention of the mid-lad and diagonal arteries using four different balloons and 2 xience stents being deployed. Although this was initially an out-patient procedure, the patient was admitted to the critical care unit. The following date the patient was extubated and was reported as having an appropriate level of consciousness. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Subsequent to the previously filed report, additional information was received stating that the patient was discharged on (B)(6), 2011. Upon initial balloon inflation, the operators did not see the balloon inflating as expected, stopped the inflation and pulled the balloon back to do a cine; in the time it took to complete this the patient became hemodynamically unstable requiring cardiopulmonary resuscitation (CPR), atropine and epinephrine. An air bubble "hung up" in the left anterior descending artery creating an "air lock" situation, precluding flow. Once the air bubble moved on with CPR, etc., flow was re-established and the angioplasty proceeded with the patient stabilizing. The balloon did not inflate properly initially. Upon examination outside of patient when going negative on the inflation device there was ongoing air aspiration into the inflation device chamber.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx voyager dilatation catheter noted contrast visible in the inflation lumen and the balloon was loosely folded, consistent with preparation and inflation attempted. There were multiple bends through out the entire length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. A new indeflator was filled with contrast medium; diluted 1:1 with colored water and was used in attempt to inflate the balloon to the rated burst pressure (rbp) when it was observed fluid was coming out of a vertical tear in the shaft distal to the guide wire exit notch. The material at the tear was smooth. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the guide wire. There was no report of any leaks or damage noted during preparation for use, which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. It is possible that the shaft was damaged during handling prior to use; however, this could not be confirmed. Embolism, hypotension, and occlusion are listed in the rx voyager instructions for use (IFU) as known adverse events of coronary intervention procedures. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for inflation issues or shaft tears for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the noted shaft tear could not be determined. All products are visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release.